Manufacturer narrative:
(B)(6). The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. (B)(4).

Event description:
It was reported that an (B)(6) male patient weighing (B)(6) kilograms at (B)(6) underwent an ablation procedure for ischemic ventricular tachycardia with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac perforation requiring a surgical intervention. After inserting the rva (right ventricular apex) and mapping catheters, the patient became hypotensive and a perforation was confirmed via echocardiography. Remainder of procedure was aborted. Patient was transferred to the operating room for open heart surgery. Patient was reported to be in stable condition. It was noted that it was unclear if the mapping catheter was at fault. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.